Manufacturer narrative:
A product investigation was conducted. Visual inspection: the driving cap/threaded (p/n: 03.010.523, lot number: 5l43441) was received at us cq. Visual inspection of the complaint device showed the threaded distal tip broken off at the most proximal thread form. The device had surface scratches along the shaft and several dents on the top of the proximal head from hammer blows. These cosmetic issues are consistent with normal wear. No other issues were identified with the device. Dimensional inspection: due to the break being slightly oblique in nature and it only leaving the most proximal thread, it was not possible to obtain an accurate measurement of the minor/major diameter of the threaded tip. The diameter of the groove just proximal to the broken tip as well as the shaft diameter was measured instead per relevant drawing and found to be conforming. Document/specification review: relevant drawings were reviewed. No design issues or discrepancies were identified. Conclusion: the complaint condition is confirmed for the driving cap/threaded (part # 03.010.523) as the threaded distal tip was broken off at the most proximal thread form, and therefore unable to thread and assemble. While no definitive root cause could be determined, it is possible the device encountered unintended forces during use (off-axis or excessive hammer blows based on the numerous dents on the proximal surface). There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings product issue escalation (pie) has been launched to address the identified issue. The need for further corrective/preventive action will be assessed within the pie. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. A device history record (DHR) review was conducted: part: 03.010.523-us. Lot: 5l43441 . Manufacturing site: (B)(4). Release to warehouse date: 05 november 2019. A manufacturing record evaluation was performed for the finished device part: 03.010.523-us, lot: 5l43441 , and no non-conformances related to malfunction were identified. The nonconformance referred within the DHR is a planned one, that was aimed to manage all work orders (wo)) which were in wip in bettlach site, during the cutover phase for the transition from old erp (sap p01) to the new erp (sap p02). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, during femoral recon nail (frn) insertion, the frn nail became stuck in the canal requiring forceful impaction and subsequent extraction. The driving cap/threaded broke off. During the extraction of the frn nail, the two (2) universal chuck with t-handle broke due to forceful extraction. Action taken when the event occurred was extraction of nail, new ream rod inserted and same frn nail was inserted into femur. There was sixty (60) minutes surgical delay. The procedure was completed successfully. This report is for one (1) driving cap/threaded. This is report 3 of 4 for complaint (B)(4).